Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. The customer states that blood glucose has been fluctuating from low to high and high to low. The customer's current blood glucose 200 mg/dl. The customer has treated with food. The customer was asked to speak with her health care professional regarding her fluctuating blood glucose also, to discuss manual injections while giving herself a bolus based on the bolus wizard suggestions. The customer declined to check their pump settings. Due to the customer's fluctuating blood glucose a tubing clam will be sent to perform the high-pressure test.